Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. Reader turned on with button press. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 reader was exposed to moisture and was not powering on with button press or test strip insertion and customer was therefore unable to test. Customer experienced a seizure and a loss of consciousness. However, she reported she was able to recover and self-treat, and no third party treatment was reported. There was no report of death or permanent impairment associated with this event.